Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted a hole in the left ventricular (lv) lead tip seal plug but no other irregularities. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during device replacement, this cardiac resynchronization therapy defibrillator (crt-d) displayed high out of range pacing impedance measurement. The out of range impedance measurement was noted after a layer was sutured. The physician removed the device from the pocket. Upon disconnecting the lead from the device, the lead¿s terminal end was damaged. The physician decided to implant a new crt-d. This device was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
It is unknown if the product will be returned. However, a request for product return was sent. This investigation will be updated should further information be provided.

Event description:
--